Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): "lint in pak" (foreign material present in device). The customer reported they continue to have linting issues. No pt impact was reported. Additional follow-up info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).